Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced baclofen withdrawal with symptoms of severe agitation, restlessness and itching. It was noted that it was severed and resulted in in-patient or prolonged hospitalization. The drug was discontinued. Oral baclofen was given on (B)(6) 2013. The patient resolved without sequelae on (B)(6) 2013. It was later reported that the event was due to a pump explant, which was done because of an unrelated infection of the patient¿s spinal hardware. It was noted that the pump was interrogated on (B)(6) 2013, however logs were unavailable at the time of the report.